Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a system malfunction during the preoperative checkout. There was no report of patient involvement.